Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of 530 mg/dl. Customer states that when insulin pump was removed and treated manualy, customer's blood glucose would stabilize and it was realized that insulin pump was not delivering. Insulin pump passed high pressure test and alarmed. Customer reported that when infusion set was removed, it was full of blood. Customer was advised to monitor insulin pump and to call backshould issue persist.